Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. According to the complainant, during the procedure as they began to pull the peg through the stoma, the transition area of the insertion tube where the tapered hard plastic connects with the silicon tubing, the silicon folded back onto itself making it difficult to pull the peg into place. The physician applied additional force and was able to complete the procedure with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. According to the complainant, during the procedure as they began to pull the peg through the stoma, the transition area of the insertion tube where the tapered hard plastic connects with the silicon tubing, the silicon folded back onto itself making it difficult to pull the peg into place. The physician applied additional force and was able to complete the procedure with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on (B)(4) 2012: there was significant resistance as the physician withdrew the tapered end of the tube through the abdominal wall which resulted in breakage of the pullwire. A hemostat was secured to the tapered end and with gentle traction and a slight extension of the incision, they were able to successfully pull the peg tube through.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation, as it had been disposed of; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.